Event description:
Numerous complaints received by local public health office regarding subject brand name condom prophylactic. Item ruptures or breaks during sexual intercourse; great potential for unwarranted pregnancies and transmission of sexually transmitted diseases including hiv/aids. Consultation with other public health offices confirm similar complaints. Contacted a total of 36 offices, eight offices distributed same brand condom. Six of the eight offices voices the same complaint. Each office questioned consumers regarding method of condom use (e.g., oral/anal sex, improper use, etc). Breakage occurred during vaginal intercourse, single condom use, with no add'l lubricant use. It is suspected that breakage could be caused by substandard material or mfg, and not consumer misuse.